Manufacturer narrative:
(B)(4). Event evaluation: a review of the device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control and trends was conducted during the investigation. The device was not returned to assist in the investigation. Due to the complaint device not being returned a physical examination of the complaint device could not be performed. A review of the specifications indicates this device is 100% inspected during the manufacturing process and again, prior to transportation. There is no evidence to suggest that the device was not made to specification. Without visual, dimensional, and/or functional testing of the product, we are unable to determine with certainty what led to this failure mode. The appropriate internal personnel will be notified. The evaluation results are inconclusive; the root cause of the customer's difficulty could not be determined.

Event description:
During the arterial puncture procedure, the catheter showed to be more stiff than usual, it was noted that the connection was really close to the insertion ostium. It turned difficult to insert the device and forced the catheter against the artery wall, causing malfunctioning and obstruction and forcing the withdrawal of the catheter a few hours later.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During the arterial puncture, the catheter showed to be more stiff than usual with the connection really close to the insertion ostium. It turned difficult to make the insertion of the device and forcing the catheter against the artery wall, causing malfunctioning and obstruction, forcing the withdrawal of the catheter a few hours later.